Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from dr (B)(6) office on (B)(6) 2013 stated that the patient was seen post-op on (B)(6) 2011 and no complications were noted. On (B)(6) 2012 the patient was seen for her annual physical and complained of difficulty in bowel movement and urination. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two additional physician's were reported with this event; thier contact information is as follows: (B)(6).